Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03909-1 / 2015-03910-1).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects states, ¿loosening, bending, cracking or fracture of the orthopaedic screw.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03909 / 03910).

Event description:
It was reported a patient underwent a hip procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a subtrochanteric femur fracture and a multiple femur fracture. During the procedure, it was determined the nail was fractured. Revision was carried out as a closed repositioning of the fracture.